Event description:
The cardiologist, who was not certified by a perclose to perform pvs procedures, attempted arteriotomy closure with a prostar xl 8 fr pvs device. There was resistance on deployment, reportedly because the needles struck the barrel face. Backdown was not successful and the cardiologist chose to pull the device out. Hemostasis could not be achieved. A vascular surgeon was called and repaired the arteriotomy in the cath lab. The pt required a blood transfusion, but was fine afterwards. The device was not returned to the MFR and was not available for eval. However, barrel strike can result from the failure of the user to lock the barrel in place prior to needle deployment, as directed in the instructions for use. The instructions for use further states that the user should terminate deployment and backdown the needles to their original position when resistance to deployment is met. Had the cardiologist backed down the needles on meeting the resistance that would have been encountered with a barrel strike, backdown should have been successful. When backdown of the needles is successful, the device can be safely removed without requiring further medical intervention. Perclose has an official certification program to ensure adequate training of user physicians. The user in this instance was neither trained nor certified by a perclose rep.